Event description:
It was reported that during an implant procedure, the device set screw was unable to be tightened. Upon another attempt to implant, the set screw was unable to disconnect, and this resulted in the lead being unable to be inserted. Following this, another implant attempt was made and the device was adequately adjusted and successfully implanted. Thep patient was stable throughout.